Manufacturer narrative:
Other lot numbers include 4115267 and 4046806. Other expiration date include 2029-03-31 and 2029-01-31. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Other lot number device manufacture dates are 2024-04-24 and 2024-02-15.

Event description:
It was reported that the bd syringe 10ml ll eurographics package seal integrity was poor / questionable. The following information was provided by the initial reporter translated from german to english: packaging insufficiently sealed or non-sterile, packaging can be opened too easily (low resistance). When did the incident occur? Before use.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.